Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient and orders were not crossed. A technical support specialist confirmed the administration found an issue with the patient information. Corrected patient information to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator orders not come across for a patient. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.